Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary. The proximal segment of the lead was returned and analyzed. There were no anomalies found. (Cont.) C154dwk implantable cardioverter defibrillator (ICD)  implanted: 2009-(B)(6), 4196 implantable pacing lead implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing high and increasing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.